Manufacturer narrative:
A third party service technician evaluated the ventilator and was able to verify and duplicate the customer's reported problem. To resolve the reported issue, the analog board of the unit was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 alarmed high pressure and the ventilator stopped during patient use. The patient was removed from the ventilator and manually ventilated while the ventilator was changed out for another one. The customer confirmed that there was no patient harm associated with the reported event.